Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received multiple external ram error alarm and unexpected restart alarm. The customer also reported that there was a dark circle and sometimes it showed 12. The customer's blood glucose was 61 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with food. The customer stated that a basal was not programmed before the alarms. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that she tried two batteries. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.